Event description:
It was reported that multiple intermittent cartridge alarms occurred during the load sequence as well as insulin delivery. Customer continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.